Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine ultra¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: once in the abdomen/thigh/arm of the patient the pen does not unlock (the injection does not take place). 3 different attempts with 3 different needles. The needle was changed every times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine ultra¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: once in the abdomen/thigh/arm of the patient the pen does not unlock (the injection does not take place). 3 different attempts with 3 different needles. The needle was changed every times.

Event description:
It was reported that 3 bd micro-fine ultra¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: once in the abdomen/thigh/arm of the patient the pen does not unlock (the injection does not take place). 3 different attempts with 3 different needles. The needle was changed every times.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.